Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no sound. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 - the pump has been returned to animas and evaluated on 08/07/2015 with the following findings: the pump powered on with no audio tones. The pump case was removed and the piezo contacts were found to be misaligned. When the contacts were realigned the pump had normal audio tones.